Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the healthcare professional from a clinical study reported signs/symptoms included increased dystonia symptoms.

Event description:
No additional information was received from a health care provider (hcp) of a clinical study.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# va17nq2, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information received reported a clinical diagnosis of dystonia. An update to the etiology indicated the event was not due to surgery/anesthesia. Previously reported "MRI-control" was further clarified to be that the electrode displacement was seen during an MRI. The outcome was reported to be resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported an electrode displacement in the internal globus pallidus (gpi) on the left side. Diagnostics included imaging on (B)(6) 2016 which identified the displacement of the gpi electrode. Interventions involved explanting and not replacing the lead the same day. The event had resulted in prolongation of an existing hospitalization. Etiology was noted as related to the device or therapy, related to the implant procedure, and due to surgery/anesthesia. Signs/symptoms was indicated to be "MRI-control". The outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported the control-MRI taken on (B)(6) 2016 showed the left lead was not optimally placed. A new lead was implanted (B)(6) 2016. No further complications were reported/anticipated.